Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
(B)(6) states that when her father was being bathed the snap button in the leg broke and the chair collapsed. (B)(6) states there was a aide there and he did not hit the floor nor was he injured. It was originally purchased for her mother about 15 years ago. (B)(6) stated that the snap button was rusted.